Event description:
It was reported that the catheter are difficult to advance and was requiring multiple attempts. It was discovered there was a burr on the catheter with a bd insyte autoguard winged yel 24ga x .75in. This occurred on 3 separate occasions with 2 experienced nurses on the same patient. The following information was provided by the initial reporter: (4 of 5) three attempts for new admission both experienced nurses reported really dull catheters. The needle was dull an when they took the catheter off the needle and ran their finger down it, they found a burr so they pulled the entire lot.

Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Manufacturer narrative:
Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter are difficult to advance and was requiring multiple attempts. It was discovered there was a burr on the catheter with a bd insyte autoguard winged yel 24ga x .75in. This occurred on 3 separate occasions with 2 experienced nurses on the same patient. The following information was provided by the initial reporter: (4 of 5): three attempts for new admission both experienced nurses reported really dull catheters. The needle was dull an when they took the catheter off the needle and ran their finger down it, they found a burr so they pulled the entire lot.